Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel could not be identified and the root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and no additional event or device reprocessing information was reported or available, though it is possible that the issue was the result of insufficient reprocessing. The event can be detected/prevented by following the instructions for use sections below: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the evis exera ii gastrointestinal videoscope presented with forceps and instrument channel malfunctions. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which was causing insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle found during estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the suction cylinder and air/water cylinder had discoloration; the label on the connector was damaged; due to clogging of the air/water tube, the air supply volume did not meet the standard value; due to clogging of the nozzle, the water supply volume did not meet the standard value; due to wear of the angle wire, the bending angle in the down direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; the channel cover had a chip; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.